Manufacturer narrative:
D4, device information, corrected data: initial report inadvertently submitted without lot #.

Event description:
It was further reported by the physician that the patient has not manipulated the site. The patient later had surgery to troubleshoot the high impedance. The surgeon reinserted the pin multiple times and continued to get a high impedance. The surgeon then used a resistor kit and got an ok impedance for the generator. The patient was taken out of surgery to return for a revision. It was later confirmed that the patient had a lead replacement. The explanted lead was discarded and not available for return.

Event description:
It was reported that when interrogating the patient's device, diagnostics gave results of high impedance. Patient and provider did not report any fall or accident to the site. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.